Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not going back in service. A technical support specialist spoke with customer and obtained permission to dial into the station, reviewed the database synchronization debug logs and observed missing logs for several months, with 3 of 5 stations attempting to reconnect, took the station down, checked the database size, and set recovery to simple, reindexed the database via command prompt and performed a database shrink, reducing the total size to 8440 mb. The last upload timestamp remained at 10/28/2025 13:23. Upon restarting the database synchronization service, errors were observed, including pending download failures and a change tracking mismatch requiring manual recovery, referenced knowledge article (ka) - manual recovery required - datasyncinvaliduploadchangetrackingvalue, completed the manual recovery process, and monitored database synchronization until no variation was observed. Although the last upload initially showed no server updates, tss was able to start a full synchronization successfully and continued monitoring until database synchronization stabilized. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b05-cvane1 device would not go back into service. The device was communicating, and the setting in the device settings on the server was active. However, there were no delays, adverse events or injuries reported based on this event.